Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the string was pulling out of a tampon but did not break upon removal leaving the tampon inside. She was able to manually remove the tampon without the use of the string and did not seek medical attention.